Event description:
It was reported that the image was blurry during the procedure. Multiple attempts were made to retrieve additional information, however no additional information was received.

Manufacturer narrative:
The scope was not received for investigation at stryker endoscopy because it was evaluated locally in spain, therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The technical service report indicates: scope is blurry, replaced and sent for repair. Probably root cause: ¿ incorrectly assembled optical train ¿ damage to optical train ¿ end of life wear-out ¿ shipping damage ¿ use error. The device manufacturer date is not known.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image was blurry during the procedure. Multiple attempts were made to retrieve additional information, however no additional information was received.